Manufacturer narrative:
(B)(4)

Event description:
Medtronic received a report stating that during embolization treatment of a large, unruptured, saccular aneurysm in the cavernous segment of the right internal carotid artery (ica ), the middle portion of the pipeline flex appeared to be kinked in the middle portion of the device under fluoroscopy. An attempt to fix the middle portion was made by resheathing and redeploying the pipeline once without success. The pipeline was removed from the patient with the catheter. The middle mesh of the pipeline appeared to be less dense upon inspection outside the patient. Another pipeline was implanted without issues. Post procedural angiogram showed an eclipse of the aneurysm and good wall apposition of the implanted device. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation without the catheter. The pipeline was not attached to its pushwire. The pipeline was found fully opened with damaged braid at both ends. The middle braid was found to be open but slightly stretched and damaged. No other anomalies were observed. The lot history review of the reported lot number was performed and no discrepancies were found that may have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.